Event description:
It was reported that both t's were deployed simultaneously. No patient injuries were reported.

Manufacturer narrative:
T1, t2 and the suture were returned within the needle track. The depth limiter is attached. The delivery needle is visibly bowed and slightly twisted. The delivery needle has been almost completely flattened. These symptoms indicate difficulty with reaching desired surgical location. A functional test was performed. The device cycles and actuates. T1 and t2 were deployed together. This indicates that the device was previously cycled and the damage caused the actuator to ride under the anchors. Inadvertently twisting or bending of the needle track may encourage unintended release or binding of anchors. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. I no root cause related to the manufacture of the device can be confirmed. Use error may be the direct cause for this event.